Manufacturer narrative:
The customer¿s report that there was a leak in the bifuse extension tubing was confirmed due to a sliced section from the tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a portion of the tubing sliced off from the distal tubing above the male luer. The sliced section of the tubing was measured to be 3/4 inches long. No other anomalies or tools marks were observed. The sliced section of the tubing was measured to be 3/4 inches long. No testing could be performed on due to the sliced section of the tubing. The root cause could not be identified.

Event description:
It was reported that there was a leak in the bifuse extension tubing. A note on the received product indicates "found hole in line" and "nicu". There was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a leak in the bifuse extension tubing. A note on the received product indicates "found hole in line" and "nicu".